Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device locked in the closed position on the tissue and required the operator manipulation to unlock it. Afterwards, it was seen that the stapling device was bent and the push rod was out of its housing. Another device was used to resolve the issue. There was no patient injury.